Event description:
On an unknown date a 25mm trifecta valve was successfully implanted. On an unknown date a valve in valve was performed due to prosthesis stenosis,no increase gradient was given. There was a delay in procedure was reported. Patient status is unknown. Additional information cannot be obtained.